Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio then replaced the system pcb assembly which resolved the reported issue and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was draining batteries prematurely; however, upon evaluating the device physio-control observed that the device failed to complete the boot-up cycle. There was no patient use associated with the reported event.